Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its overpouch. This occurred after filling with 2600mg fluorouracil in 107ml sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 18, 2015- may 19, 2015. The device was received for evaluation. Visual inspection noted that a red non-baxter luer cap was attached to the device. A functional leak test was performed after replacing the cap with a baxter blue winged luer cap. No leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.